Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received beeps on the system controller. Pump off, low speed, and low flow events were recorded in the patient history log. The x-ray image appeared to show some separation of the ground shield near the distal end bend relief of the driveline, but it could not be determined if this was the cause of the reported event. The patient confirmed that no further alarms or issues have occurred and he feels well. The patient was asymptomatic during the event.

Manufacturer narrative:
Device evaluation - the reported incident of low speed and pump stop events were confirmed with the data retrieved from returned system controller. The log file captured low speed and motor stopped alarm events with the pump speed value captured at zero rpm when the system was supported on the power module. The events were captured during a two minute time frame. Also the pump power value was elevated during the low speed/motor stopped events and they appeared to affect the voltage and power. The low speed/motor stop events did not occur when the system was supported on battery power. The system recovered to the pump speed value of 9200 rpm after the speed change event. The returned system controller was functionally tested using thoratec¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history. The system controller power leads were tested for electrical continuity and passed. Additional information the log file captured low speed alarm event with pump speed value at 2000 rpm that was captured at time stamp day 83 hour 15 minute 17. A motor stopped alarm event with the pump speed value captured at zero rpm was captured at the time stamp day 83 hour 23 minute 44 to minute 45. Both the low speed and motor stopped alarm events were captured when the system was supported on the power module. The analysis could not determine a root cause of the low speed/pump stop events recorded in the log file. The system controller was tested and found to operate as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years and 2 months from the date of manufacture. The device was returned for investigation. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.